Event description:
It was reported that noise was seen on the initial implant, but when the lead was tested through the analyzer, there was no noise. It was suspected to be the device; therefore, a second device was used. However, noise was still visible on the new device as well. The decision was made to remove the competitor ra lead and implant with a new one. No noise was then observed. Patient was stable during implant and post implant.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found. The cause of the noise could not be conclusively determined as noise could not be reproduced.